Event description:
Report received of a medication prescription error. A physician order was written for pca therapy with dilaudid 0.2mg/ml in the pca+ continuous mode with a pca dose of 0.2mg, a pt lockout of 10 mintues, a continuous rate of 4mg/hr instead of the intended 0.2mg/hr, and no 4-hour limit instead of the intended 4-hour limit of 4mg. The nurse programmed the pca according to the written physician order and started the infusion. Approximately 30 minutes after the initiation of therapy, the error was discovered and the infusion was immediately stopped. The pt was reported as slighty tired, but remained alert and oriented. The pt was reportedly monitored closely for an unspecified length of time, but no medical interventions were required. Though requested, no additional info was available.